Manufacturer narrative:
(B)(4). Evaluation of the incident electrode found excessive blood inside the aspirator tube and melted insulation. The electrode failed hipot testing around the area of melted insulation. The excessive blood created a conductive path between the active electrode and the external surface of the electrode insulation. This product is hipot tested prior to release. Review of the manufacturing non-conformance records confirmed the product was released meeting specifications. The instructions for use warns that irrigation fluid must be cleared and suction activated prior to activation of the electrosurgical handset to prevent this type of occurrence.

Event description:
The customer reported that during a laparoscopic sigmoidectomy demonstration, electrical discharge occurred from the shaft. The issue was noticed in the middle of procedure (about 3 hours later) when the bowel was retracted with the shaft to work on an adhesion on the abdominal wall. There was no injury to the patient's bowel.